Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the controller switched from one power port to the other before battery capacity reached 25%. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events.  The controller (B)(4) was returned for evaluation. Three batteries (B)(4)  were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination but failed functional testing due to a loose power port 1 connector with a displaced o-ring gasket. This observation is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. An attempt was made to replicate the issue by manipulating a battery's connection to the returned controller during the analysis of the unit. Results revealed that the electrical connection between the battery and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections. Note, (B)(4) is being investigated under MFR- 3007042319-2017-02161 (B)(6). Battery (B)(4). Three good faith attempts were made to obtain return of (B)(4). These devices have been processed as npr. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Rn: additional information was received on march 13th, 2017 indicating that the event reported was based on patient report of power switching as opposed to routine controller log file review. The power switching could not be reproduced by manipulating connections. The event was not associated with any controller alarms or loss of power to the system. There was no damage noted to the controller or to its' power connectors. The batteries that were in use during the power switching event are currently unknown and were not replaced by the site. The batteries have been requested. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Added additional batteries identified for power switching. Additional system component being reported for this event: battery - (B)(4)/ expiration date;12/31/2015, UDI #: unk. Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). Battery - (B)(4)/ expiration date;12/31/2015, UDI #: unk. Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). Battery - (B)(4)/ expiration date;09/30/2016, UDI #: unk. Device available for evaluation?: no. No, not returned to manufacturer. Device manufacture date: unk. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.